Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer states that the size of the air bubble was of a pencil erasers. Also the reservoir was not working . Customer states that the plunger was moving by it self and she was not able to get the bubbles out and she was not able to fill reservoir or remove air when trying to fill the reservoir. The customer was instructed to change the set and the air bubbles did persist after the set change. The reservoir will be returned for analysis.